Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07876. 0001825034 - 2017 - 07878. Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised to address pain. It was identified the femoral stem had fractured in-vivo. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Photos show that there is good bony ingrowth into the distal stem and little ingrowth into the proximal stem. This likely indicates only the distal stem is very well fixed. The distal stem is fractured at two different locations. Locking portion of the stem is not visible in the photos so cannot comment on its contribution to the failure of the devices. The proximal stem portion has areas of material loss on the porous coated surface. This likely occurred during removal or due to wear. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Radiograph review noted, "osteolysis is identified at the greater trochanter and at a small focus medial to the body component which may be due to septic or aseptic loosening (granulomatous osteolysis). Loosening of the proximal body and stem fracture are confirmed. Bone quality appears osteopenic. Bone growth is identified at the superior lateral acetabulum which may be associated with bone-on-bone impingement. Both bone on bone impingement and osteopenia may have caused delayed healing of trochanteric osteotomy resulting in the prosthetic loosening. Femoral stem varus malalignment of the body is noted with respect to the stem." Possible causes of the stem fracture are prosthetic loosening or increased stress at the taper junction due to varus malalignment and failure of fixation of the proximally coated femoral implant or due to fatigue loading. However, without visually examining the parts, a definitive root cause cannot be determined for the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised to address pain. It was identified the femoral stem had fractured in-vivo. During the revision, loosening of the proximal body was identified.